Event description:
Reportedly, an alert was detected by the home monitor on (B)(6) 2022, but was sent on (B)(6) 2022 to the back office.

Event description:
Reportedly, an alert was detected by the home monitor on (B)(6) 2022, but was sent on (B)(6) 2022 to the back office.